Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient experienced an electrical fault. The vad coordinator was advised by the manufacturer's representative not to do a controller exchange but to send log files for analysis. Preliminary analysis of the log files confirmed an electrical fault and a clinical engineer from the manufacturer responded to the facility to perform a driveline cleaning procedure at bedside. The patient was prepared for the controller exchange and driveline cleaning with a dose of intravenous heparin. The clinical engineer from the manufacturer performed the driveline cleaning which required the pump to be stopped twice. Contamination was observed within the driveline connector and the controller. The primary controller was exchanged for the back-up controller at the end of the driveline cleaning procedure and the patient provided with a new back-up controller. The primary controller will reportedly be returned to the manufacturer but has not been received as of the date of the transmission of this report. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The pump remains implanted. The primary controller will reportedly be returned to the manufacturer but has not been received as of the date of this report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. The devices listed in this report are used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.